Event description:
A 60 mm stapler was loaded with a 45 mm load. The stapler should have locked, so it could not be fired. It did not lock until it was inside the pt's abdomen in position for firing across the appendix and became stuck. Stapler had to be disengaged in order to be removed from the abdomen.